Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6)2016 upon receipt, a corrosion bridge was observed on the membrane tail between tracks 13(on_button) and 14(key3). This had caused the device to switch on automatically, resulting in the multiple 10-minute timeouts observed in the history log and the depletion of the returned pad-pak. The user would have been alerted with ¿warning, low battery, device service required¿ prompts alongside a flashing red status led. The fault could not be replicated after the corrosion was cleared. This confirmed a failure of the membrane due to corrosion on the membrane tail. Information from the history log indicates the device began failing self-tests due to low battery on the (B)(6)2019 , then remained in fault mode for approximately 7 months prior to the date of complaint on the (B)(6)2020 . The pad-pak had become severely depleted by this time, resulting in the reported fault of all leds flickering. The corrosion observed within the device, alongside the dirt and smudged text observed on the outer casings would indicate the device had been stored outside of the indicated conditions. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
All leds flicker when switched on. No patient involvement.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
All leds flicker when switched on. No patient involvement.